Manufacturer narrative:
The log file evaluation performed by the manufacturer confirms the reported behavior: the supervisor function detected a sporadic loss of the signal from the sensor that monitors the inspiratory cylinder pressure. To protect the patient from potentially hazardous output and to prevent from damages to the ventilator unit the device is designed to shut-down automatic ventilation and to post a corresponding "ventilator failure" alarm to alert the user. Manual ventilation with the built-in breathing bag remains possible; the monitoring functions are still available as well. Dräger finally concludes that the workstation responded as designed upon the deviation. The device was in operation for more than 11 years now; the malfunction of an electronic component after such long period of use is not unusual. The affected circuit board has already been replaced. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed during use. No injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.